Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.a 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s.this is 1 of 5 products affected.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The actual sample was not returned for evaluation. Only picture of the sample was returned. The picture of the sample was visually inspected and the crack was confirmed. This cap is manufactured in cleveland plant, the process on (B)(4) plant is the insertion of sponge, iodine and packing. This process was reviewed and no potential factor was found that can cause this kind of occurrence; however, the (B)(4) plant (supplier of caps) was notified about this kind of occurrence. According to response of (B)(4) reported on (B)(4) 2011, the injection molding of minicap component was discontinued on (B)(6) 2011 until new parameters for the process is established. The (B)(4) molding machine startup & shutdown sop (standard operating procedure) was updated to include new parameters. Following sop change, injection molding of minicaps resumed on (B)(6) 2011. On batch review, it was verified that 29730 units were packed for this lot number. All chemical tests were found to be satisfactory. - no deviation reported/observed during manufacturing or release related cracked mini caps. This batch number was released in accordance with specification and was properly approved on all the applicable tests performed. There is no similar complaint register for this lot number.

Event description:
The customer reported 1 damaged minicap. It is cracked and leaks. The sample is available. Patient injury and medical intervention were not reported for this event. Patient not involved.